Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided pump reset information. The same malfunction did not recur after the reset, allowing the customer to continue using the pump without further issues. The caller was instructed to contact technical support if the malfunction reappears.